Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. The customer¿s blood glucose (bg) was "high"; although specific value not provided. Customer addressed bg level via correction injection. Ultimately, the customer reverted to an alternate method of insulin therapy.